Manufacturer narrative:
This is 1 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and alleged for difference between sensor glucose and blood glucose values. The customer reported blood glucose value of 52 mg/dl. The customer was treated by drinking soda. The event involved products mmt-1884l, mmt-7040a, mmt-242a and mmt-332a. Troubleshooting was performed for low blood glucose. The customer has used the insulin pump system within 48 hours of the reported event. The customer used the smartguard/auto mode of the insulin pump at the time of reported event. Troubleshooting was performed for difference between glucose values. The customer blood glucose was 52 mg/dl and sensor glucose value was 159 mg/dl at the time of incident. The difference between sensor glucose and blood glucose values was 107 mg/dl and it was beyond acceptable range. Customer was advised to monitor the product and change sensor if issue persists. No further patient complications were reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884l was requested and customer response was the device will be returned. No product return is required for mmt-7040a. The customer will discontinue the use of the infusion set. Mmt-242a was requested and customer response was the device will be returned. The customer will discontinue the use of the reservoir. Mmt-332a was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed all functional testing including the self-test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, sleep current measurement, active current measurement, and the dat test at .0873 inches. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No alarms anomaly during testing or in file history on event date. All data test bolus delivered record in the pump daily history. Also, pump was programed with bg meter data transfer and sensor simulator connected and calibration properly to pump data correction and no different. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The test p-cap cap and reservoir locked properly into reservoir compartment during testing.¿the pump was received with scratched case, stained keypad overlay, cracked battery tube threads, cracked case (battery tube). In summary, unit passed all required during full functional testing. Unable to verify customer alleged for high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.